Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed a leak at the stopper. When visually inspected no damage was observed on the sample. After decontamination the stopper was returned, and a leak test was performed per procedure with no failures observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. Leakage was not detected in the sample returned after decontamination. The reported defect could not be confirmed, and the root cause remains undetermined. During the assembly process, a mechanism is in place to detect stopper leakage. A review of the device history record showed that the sensor checks, and leak tests conducted at the designated station were completed with no abnormalities reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Incident happended when dr xxx loaded propofol drug in 10 ml ll syringe and during prodedure she observed propofol injection between rubber stopper .,she is also feeling less resistance during uses compared to use previously